Event description:
On (B)(6) 2012, a gore hybrid vascular graft was implanted in an a-v access application. The procedure was performed in the patient's right upper arm, from the brachial artery to the axillary vein. On (B)(6) 2013, the graft was ligated due to ischemic hand.

Manufacturer narrative:
Results: review of device manufacturing record history confirmed device met pre-release specifications.